Event description:
It was reported that the compressor could not be turned on. There was no patient harm. Manufacturer ref. #: (B)(4).

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
It was reported that the compressor could not be turned on. There was no patient harm. It was reported that the air compressor startup capacitor was broken and a third party source replaced it. After replacement, the air compressor functioned normally. No part was returned. The conclusion in this matter is that the compressor motor start capacitor was reported broken. As no goods were returned for investigation, the root cause of the motor capacitor failure could not be determined. H3 other text : 4114.